Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"The literature article entitled ¿health-related quality of life and functionality after reverse shoulder arthroplasty¿ by roberto castricini, md; giorgio gasparini, md; grancesco di luggo, md; massimo de benedetto, md; marco de gori, md; and olimpio galasso, md; published in the journal of shoulder and elbow surgery, january 20, 2013, was reviewed. The purpose of the article ¿health-related quality of life and functionality after reverse shoulder arthroplasty¿ was to report the midterm survival rate, health-related quality of life (hrqol), and functionality of the shoulder after rsa in a prospective series of patients with mrct, cta, or primary glenoid humeral oa and identify the possible predictors of clinical outcomes. The article reports on 80 of 109 patients having a delta iii implant (depuy) used in a reverse shoulder arthroplasty all performed by the same surgeon between 2003 and 2008. There were four reported complications. " a (B)(6) woman suffered a dislocation which required revision and a polyethylene (cup) exchange which was successful.